Manufacturer narrative:
Evaluation summary: medtronic led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found the battery was vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. Additionally, the investigation detected an unreported condition of a damaged ir shield. The product analysis noted evidence that the device was not used as intended. Damage can occur if device was roughly handled by the user. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, on a sigmoidectomy, when the user was about to take the handle from the equipment warehouse where the handle was charged, it was noted that nothing was displayed on the display screen and no startup tone was heard, and even though it was returned it to the charger several times, the device remained a situation that it did not start up although the charging indication of the charger illuminated properly. The distributor person in charge collected the device urgently and returned it to the sales representative. The sales representative tried charging with the sales demonstration charger, but the same event was duplicated. When the sales representative deposited a sales demonstration device as a temporary handle substitute, it was able to charge and start up without problems, so the charger was not received. There was no patient involvement. Pli10 medtronic's initial evaluation of the incident device found the battery cells vented, causing them to leak electrolytic fluid. The battery cells would be unable to charge under these circumstances and would result in the handle entering a cell under voltage state.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found that both batteries were vented, wet with electrolytic fluid. An analysis of the system logs noted an initialization software fault. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of a software fault which held the batteries at high charge. Under these conditions, the battery cells vented, causing them to leak electrolytic fluid. Improvements have been initiated to mitigate this condition. Additionally, the investigation detected an unreported condition of a damaged ir shield. The product analysis noted evidence that the device was not used as intended. Damage can occur if device was roughly handled by the user. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, on a sigmoidectomy, when the user was about to take the handle from the equipment warehouse where the handle was charged, it was noted that nothing was displayed on the display screen and no startup tone was heard, and even though it was returned it to the charger several times, the device remained a situation that it did not start up although the charging indication of the charger illuminated properly. The distributor person in charge collected the device urgently and returned it to the sales representative. The sales representative tried charging with the sales demonstration charger, but the same event was duplicated. When the sales representative deposited a sales demonstration device as a temporary handle substitute, it was able to charge and start up without problems, so the charger was not received. There was no patient involvement.